Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell two of peritoneal dialysis therapy on the homechoice. The technical services representative assisted the customer in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.